Event description:
The pt stated that his insulin cartridge cracked after 3-4 days of use causing insulin to leak into the cartridge and battery compartments of his infusion device. He stated that his blood glucose was elevated to 270-300mg/dl. His normal range is 80-140mg/dl. The pt did not report any symptoms of high blood glucose. The pt stated he poured the insulin out of the device and dried the cartridge compartment. He then switched to his backup infusion device and bolused 8-10 units of insulin and 20 mins later his blood glucose had returned to normal. At the time of the report, his blood glucose was 87 mg/dl. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.